Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. One possible root cause of the reported problem could be off axis insertion. However without the return of the complaint device, and no further information provided we cannot determine a definitive root cause. A manufacturing record evaluation was performed for the finished device lot number (6l18948), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an arcr (arthroscopic rotator cuff repair) surgery treating rotator cuff tear on (B)(6) 2020, it was observed that the 5.5 healix advance kntlss br cracked during its insertion. There was no surgical delay and no harm to the patient. No fragment was left in the patient¿s body. The device was the first use when the issue occurred. It was reported that the surgeon held the anchor at a slightly steep angle and did not expect the breakage by such a less stress to the anchor. There were no patient consequences reported. No additional information could be provided.